Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that the surgeon drilled and taped a hole and during screw insertion, the screw head bottomed out and hit bone before the distal tip of screw was at its desired position. Surgeon removed screw and inserted a longer 8x40 screw in that hole. The surgeon then inserted the original screw into another pedicle and during insertion, the tulip head disassociated from its screw shaft.

Manufacturer narrative:
Visual inspection of the returned device noted that the tulip head had become dislodged from the screw shank. No other visual anomalies were noted during the device evaluation. A review of the device history record for the viper poly screw ti 8x35mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the viper poly ti screw was conducted on the product family because of a similar bottom loading geometric design and functionality. Review of complaints found no significant trends. The root cause of the viper poly screw tulip head becoming dislodged from the screw shank cannot positively be determined. However, the noted damage suggests that the screw most likely became subjected to a higher than anticipated load during screw insertion resulting in head dislodging. No corrective action/preventive action (CAPA) is required at this time as there has been no issue identified in the manufacturing or release of the device and there has been no observed systematic trend. Therefore, the complaint will be closed with no further action required.